Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult introducer sheath peel is confirmed but the exact cause is unknown. One peeled microintroducer sheath was returned for investigation. Use residue was observed. One side of the orange tab retained excess material from an uneven peel. The excess material formed a ring shape. This may have been a contributing factor in the difficulty removing the catheter from the introducer sheath. Based on the description of the reported event and condition of the returned sample, possible contributing factors include peeling procedure and material properties. As an uneven peel was observed, the complaint is confirmed but the exact cause remains unknown. The DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Reynosa evaluation: the complaint for "hard to take apart micointroducer" is confirmed. According to the photo evaluation and (bas) investigation the manufacturing process where this subassembly is produced was reviewed and there is no indication that a similar damage can be produced and/ or associate to any of the process stages. The cause of this condition is unknown. A lot history review (lhr) of reby1611 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby1611) have been reported from the same facility in (B)(6).

Event description:
It was reported that when they were inserting a PICC line there was trouble with the microintroducer. It was hard to take it apart as they use to do and the catheter was stuck in the introducer. It happened two times from the same batch. No patient injury. On (B)(6) 2018- event attributable to difficulty peeling introducer. This report addresses the second occurrence.